Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with a heart rate at 41 beats per minute (bpm) and the device could not be interrogated, so a 12 lead electrogram (egm) was used and no pacing was seen on this pacemaker dependant patient. The patient's last in clinic check 4 months prior showed 1 year remaining on this device. The health care professional (hcp) believes the battery has depleted prematurely. The device was immediately explanted and replaced to ensure critical therapy was available for this patient. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a memory analysis was done, and the device was successfully interrogated with a programmer. There were 22 device resets recorded post-explant. The allegations of premature battery depletion and pacing rate not as expected were both confirmed during analysis. It was determined that the battery exhibited rapid depletion post-explant, and was further analyzed. The root cause was determined to be an internal short within the battery. These types of batteries are no longer used by boston scientific.